Manufacturer narrative:
The investigation did not identify an issue with the product.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys shbg results for 4 patient samples on a cobas 8000 e 801 module serial number (B)(4) compared to the beckman method. Of the data provided, there were discrepant shbg results for 2 patient samples. For patient 1 the shbg result on the e801 was 134 nmol/l and the repeat result on with beckman was 92.6 nmol/l. For patient 2 the shbg result on the e801 was 138 nmol/l and the repeat result on with beckman was 105.9 nmol/l. The patient was an (B)(6) male. There was no allegation of an adverse event. No erroneous results were reported outside of the laboratory.